Manufacturer narrative:
(B)(4). The sample has not yet been received and the investigation is ongoing at this time. A follow-up report will be submitted when the results of the investigation become available.

Event description:
It was reported that, during incoming inspection, foreign matter was observed in the interior of the chamber.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Six (6) unused samples with flextronic labeling were returned for evaluation. Photos were also provided. Per visual inspection of the returned samples, a white, opaque material was noted within the drip chamber. Two (2) of the samples contained the solution within the drip chamber. On the other four (4) samples, the solution was noted to be on the external part of the drip chamber. The photos matched the returned samples. The reported defect was confirmed. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. While we are unable to determine the root cause of the reported defect, we will maintain this report for future reference and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.